Event description:
An inventory coordinator reported the footswitch went down in the operating room. The timing of the event and the level of patient involvement is not known. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported the footswitch went down in the operating room. The timing of the event and the level of patient involvement is not known. No additional information has been received. The footswitch was manufactured on may 4, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this footswitch. The root cause of the reported event cannot be determined conclusively. (B)(4).